Event description:
The info provided to sjm indicated the pt underwent a redo aortic valve replacement due to pannus growth affecting leaflet motion. A 23mm trifecta valve was implanted as a replacement. The pt was doing well the following day.